Event description:
The account alleged that the pt positioning monitor (ppm) will alarm at the bed but it does not send a call to the nurses' station. He has replaced the communication cable but the problem remains.

Manufacturer narrative:
The account isolated the issue to the sidecom board. Repairs have not been completed.